Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (20 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) yesterday morning, and the pump stalled during this time of 09: 51. The healthcare provider stated that she has checked the pump status and log now and the pump still stalled. Discussed MRI labeling and discussed rechecking the pump status and logs q 20 minutes. The pump was audibly alarming. The hcp stated that the patient had the MRI for routine evaluation of back.

Event description:
Additional information was provided from a healthcare provider stated that the pump stalled on 2025-06-02 at 9:54 a.m. And recovered on 2025-06-03 at 12:49 p.m. The pump stalled again on 2025-06-04 at 1:54 p.m. And 2:47 p.m., and subsequently stalled on 2025-06-09 at 10:37 a.m., with recovery noted at 11:44 p.m. The patient had multiple mris. The magnetic resonance imaging (MRI) was determined not to be related to the medtronic device. The pump is still in use. The hcp interrogated the pump so it can recover. No symptoms were reported during these events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.